Event description:
Customer reported that no reactivity was observed with the lea positive donors (cell#6 and 8) vra180 to a patient later confirmed to have an anti-lea. Customer initially tested the sample against a 0.8% screening cells and weak agglutination was observed. Customer then tested the sample by the manual gel method against vra180 and no reactivity was noted. Customer reports the next day the antibody screen was repeated and a 1+ reaction was observed. Additional testing was performed with ficin treated cells. Anti-lea was identified. All described testing performed with 15min incubation. All reagent red cells and gel cards confirmed to have normal appearance and stored accordingly. Customer reported that there were no other discrepant results observed.

Manufacturer narrative:
Ocd performed retained tesing and a batch record review. Results were satisfactory. There were no similar complaints reported for the lack of reactivity with anti-lea. (B)(4).